Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported the patient's epidural was started and the tubing was noted to be leaking at filter. The tubing was changed by an anesthesia resident. No adverse patient effects were reported by the customer.